Event description:
During an in clinic follow up, an increased threshold was observed on the right ventricular (rv) lead. A lead dislodgement was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable.